Event description:
Device 1 of 2. Reference MFR report: 1627487-2015-15249. It was reported, the patient experienced ineffective stimulation. Surgical intervention was undertaken and the physician attempted to reposition the lead in order to gain effective stimulation, but was unable to do so. The patient's scs system was then explanted.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).